Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test was performed and passed. (B)(4) bluetooth device pairing test was performed and passed. Global transmitter functional test was performed and passed. Data log was evaluated and confirmation of the allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was received for evaluation, however confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined via data.